Event description:
It was reported that the device overheated during testing at the user facility. There was no pt involvement and no adverse consequences alleged with this event. It was further reported that during testing conducted at the MFR that a broken bur was found inside the attachment.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial.